Event description:
During routine service, the brake kits failed the 50# lateral pull test. Interesting to note, the kit that was originally installed three years ago failed and was replaced last year. It has now failed again. The service rep will be sent to repair the brake kit.